Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked display window, and a broken reservoir tube lip. The reservoir did not stay locked in place due to the damage to the reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was damaged at the reservoir tube ring. The customer was unsure of the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.